Manufacturer narrative:
The device, used for treatment, was not returned for evaluation. Therefore, a product analysis could not be performed at this time and the reported event could not be confirmed. A medical investigation was conducted and confirms this case reports that a 25 year older who was treated after sustaining multiple gunshot wounds. Some of the injuries included an open pubic ramus fracture, open comminuted fractures of the right and left tibiae. The lower-extremity fractures were treated with provisional unilateral external fixation and prophylactic fasciotomies. The article noted that ¿the patient successfully tolerated progressive tsf dynamization over an 8-week period.¿ following the dynamization, radiographs and scans revealed consolidated callus around the proximal and distal graft inlay sites, which lead to the removal of the frame. The patient reported acute pain and a ¿popping¿ sensation shortly afterward, during physical therapy. Repeat radiographs revealed a fracture across the midportion of the fibular autograft. An open reduction and internal fixation was performed. Two years following this it was documented that the patient experienced continued pain during activity and a stiff and painful ankle and a right transtibial amputation was performed. Without the requested clinical information, a thorough medical investigation cannot be performed. The root cause and/or patient outcome beyond that which was documented in the article cannot be confirmed nor concluded. In addition, the physician referenced in the abstract provided an analysis of all of the attached images. Therefore, no further interpretation of the attached images are required. No further medical assessment is warranted at this time. Possible causes could include but not limited to traumatic injury, joint tightness, material in use, patient reaction or loss of sterility. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was documented on the paper that the taylor spatial frame (tsf) (smith & nephew) was applied to 1 patient, 2 years into the attempted salvage of the extremity after the right tibial fracture, continued pain during activity and a stiff and painful ankle resulted in disinterest in any further limb salvage efforts (corrective osteotomy, bone-grafting, external fixation, revision orif, etc.) And interest in pursuing amputation. This complication was treated with medical intervention (right transtibial amputation).